Manufacturer narrative:
(B)(4). Applications support manager discussed with surgeon that based on the information provided it looks like patient was not applanated all the way during the second attempt, and had a false meniscus secondary to moisture remaining on the cone following first applanation, therefore the laser was firing into moisture instead of the cornea. Instructed surgeon to ensure proper applanation, especially when attempting to re-dock. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that upon initial docking there was suction lost prior to laser firing and had to re-dock and re-applanate. He mentioned he completed the surgery but was unable to dissect the flap. It was reported that during the raster pattern there were fizzing bubbles present and horizontal lines during the raster patter. Surgeon aborted the procedure and has yet to determine his course of action.